Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-04077. A review of the device's repair history was reviewed which indicated the device was purchased on march 28, 2013 with no previous repair records. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. It was confirmed that the design was changed as a resistance improvement of the power switch damage. Countermeasures have been shipped since november 18, 2013. No device was returned to the OEM, however, an investigation was completed by the OEM. From the date of manufacture, it is assumed that the power switch was damaged due to the amount of operating force and the number of times the power switch was applied, since the product was a product before the countermeasure due to the design change of the power switch. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of "power switch broken" was confirmed. The service technician observed main switch was stuck. Replaced main switch and updated software. Unit passed other functional tests. All video output signals and images tested okay. The cause can be attributed to component failure. No further information was reported.

Event description:
The customer reported to olympus that the device's power button was not functioning. There was no patient injury reported.